Event description:
It was reported that the insulin pump had multiple error alarms. Customer stated that the insulin pump was stored without batteries for an extended period of time. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. The insulin pump passed self test and a21 error alarm test and no a17 or a21 alarms noted. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.